Manufacturer narrative:
The device was not explanted. The patient is receiving therapy and there is no indication of a device issue. The manufacturing records were reviewed and there were no nonconformities found. Based on the report, it is likely that the event is procedural rather than device related. The device was not explanted.

Event description:
It was reported to nevro that a patient had acquired a seroma along the spine following the implant procedure. The seroma was drained and a culture was taken to test for infection. It was confirmed that there was no infection. The patient reported a reduction in pain and the swelling is gone. In addition, the therapy is working well.